Manufacturer narrative:
Information within the initial MDR 1416980-2016-14603 stated that the FDA had requested resubmission on 6 sep 2016. However, the acknowledgement 3 message that was received for the initial MDR 1416980-2016-14603 from the FDA was missing "pass/fail" indication. Therefore, on 6 sep2016, initial MDR 1416980-2016-14603 was conservatively resubmitted to the FDA. The acknowledgement 3 message was then received, indicating "passed" status.

Manufacturer narrative:
This event occurred sometime in 2016. (B)(6). The lot was manufactured december 11, 2015 - december 14, 2015. The device was received for evaluation with approximately 229ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow was observed at the distal luer. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified.. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow situation with a large volume folfusor during infusion of fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.